Event description:
The hospital reported that during a double coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The procedure was completed using a side biter clamp. No other pt complications were reported by the hosp. This report is for the first seal that did not deploy and a side biter clamp was used to complete the procedure.